Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 435mg/dl with polydipsia, and confusion, associated with an alleged button keypad issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the down arrow, up arrow, and ok keypad buttons were over responsive. An under delivery of insulin was alleged due to the keypad issue. The pump was allegedly cancelling the boluses without button presses. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a button keypad issue.